Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 19-oct-2015. The most recent information was received on 11-mar-2022. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('stabbing pain in lower abdomen') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("constant pain in lower back"), migraine ("migraines"), furuncle ("boils"), acne ("severe full body acne"), rash ("rashes"), alopecia ("hair falling out"), depression ("bouts of depression"), mood swings ("mood swings"), palpitations ("heart palpitations"), dyspnoea ("difficult breathing"), peripheral swelling ("leg and foot swelling"), abdominal distension ("severe abdominal bloating"), heavy menstrual bleeding ("heavy and long menstrual cycles"), insomnia ("insomnia"), neck pain ("neck pain"), arthralgia ("joint pain"), urinary tract infection ("utis (urinary tract infections)"), loss of libido ("loss of sexual drive"), asthenia ("no energy"), lung disorder ("when she got sick it would settle straight into her lungs"), nausea ("nausea"), hypoaesthesia ("numbness in hands"), dizziness ("dizziness"), visual impairment ("vision issues"), skin irritation ("skin irritations and it was extremely itchy") and pruritus ("skin irritations and it was extremely itchy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (parial hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain lower, back pain, migraine, furuncle, acne, rash, alopecia, depression, mood swings, palpitations, dyspnoea, peripheral swelling, abdominal distension, heavy menstrual bleeding, insomnia, neck pain, arthralgia, urinary tract infection, loss of libido, weight increased, asthenia, lung disorder, nausea, hypoaesthesia, dizziness, visual impairment, skin irritation and pruritus outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acne, alopecia, arthralgia, asthenia, back pain, depression, dizziness, dyspnoea, furuncle, heavy menstrual bleeding, hypoaesthesia, insomnia, loss of libido, lung disorder, migraine, mood swings, nausea, neck pain, palpitations, peripheral swelling, pruritus, rash, skin irritation, urinary tract infection, visual impairment and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 11-mar-2022: pif received. Case becomes serious incident because of essure removal. Reporter's information updated. Previously reported event "stabbing pain in lower abdomen" updated to serious incident. Essure removal surgery and date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 19-oct-2015. The most recent information was received on 24-mar-2022. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('stabbing pain in lower abdomen') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("constant pain in lower back"), migraine ("migraines"), furuncle ("boils"), acne ("severe full body acne"), rash ("rashes"), alopecia ("hair falling out"), depression ("bouts of depression"), mood swings ("mood swings"), palpitations ("heart palpitations"), dyspnoea ("difficult breathing"), peripheral swelling ("leg and foot swelling"), abdominal distension ("severe abdominal bloating"), heavy menstrual bleeding ("heavy and long menstrual cycles"), insomnia ("insomnia"), neck pain ("neck pain"), arthralgia ("joint pain"), urinary tract infection ("utis (urinary tract infections)"), loss of libido ("loss of sexual drive"), asthenia ("no energy"), lung disorder ("when she got sick it would settle straight into her lungs"), nausea ("nausea"), hypoaesthesia ("numbness in hands"), dizziness ("dizziness"), visual impairment ("vision issues"), skin irritation ("skin irritations and it was extremely itchy") and pruritus ("skin irritations and it was extremely itchy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (parial hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain lower, back pain, migraine, furuncle, acne, rash, alopecia, depression, mood swings, palpitations, dyspnoea, peripheral swelling, abdominal distension, heavy menstrual bleeding, insomnia, neck pain, arthralgia, urinary tract infection, loss of libido, weight increased, asthenia, lung disorder, nausea, hypoaesthesia, dizziness, visual impairment, skin irritation and pruritus outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acne, alopecia, arthralgia, asthenia, back pain, depression, dizziness, dyspnoea, furuncle, heavy menstrual bleeding, hypoaesthesia, insomnia, loss of libido, lung disorder, migraine, mood swings, nausea, neck pain, palpitations, peripheral swelling, pruritus, rash, skin irritation, urinary tract infection, visual impairment and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 24-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.